Event description:
#Medwatcher #(B)(4). My uterus began contracting regularly, the pain became unbearable, I finally saw a doctor who performed several diagnostic tests, hysteroscope, ultrasound and MRI. The diagnosis was the coils migrated and embedded in my uterus and had to be surgically removed.